Manufacturer narrative:
Corrections in d4: UDI number and h3. Additional information in h4 and h6: component, investigation type, findings, and conclusions. Device evaluation: visual inspection revealed the tips of the 3 final screwdrivers were fractured. Potential cause: root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. It could also be attributed to off-axis forces applied during use. DHR review: per DHR review, the parts were likely conforming when they left zimmer biomet control. Device use: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that the tips of three final drivers broke off in a blocker intra-operatively. The tips were recovered and the procedure was completed using another final driver. There were no reported patient impacts. This is report one of three for this event.

Event description:
It was reported that the tips of three final drivers broke off in a blocker intra-operatively. The tips were recovered and the procedure was completed using another final driver. There were no reported patient impacts. This is report one of three for this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3003853072-2021-00123.